Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician on 07-jul-10 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case concerns a female pt of unk age. On an unk date, the pt received therapy with poly-l-lactic acid (sculptra), dosage and indication not reported. Approx 7 to 8 months after treatment, on an unk date, the pt's face swelled up and she experienced boils all over her face. The doctor treated her with oral steroids which kept the boils at bay. The doctor is not sure about using the steroids long term and boils will re-occur if he stopped them. The doctor has been in touch with an immunologist who informed him that the pt has had reactions to absorbable sutures (vicryl rapide), and many of these are composed of poly-l-lactic acid the same as sculptra. The pt did not absorb the sutures and they had to be removed as it was considered she had a foreign body reaction to them. The pt's outcome is unk. It is unk whether therapy with poly-l-lactic acid is ongoing. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated 13-jul-2010: this case involving a pt of unk age who developed facial swelling and "boils" 7 to 8 months after sculptra therapy lacks sufficient info for a thorough medical assessment at this time. Additional details of the adverse events (including characteristics of the skin lesions reported as "boils", whether or not the "boils" were associated with an infection, additional description of the facial swelling, presence of other associated signs or symptoms, etc.) Are needed in order to determine this pt's definitive medical diagnosis. In addition, without knowing details of events that occurred in the 7 to 8 months from when the pt last received sculptra to when the adverse events occurred, details of how sculptra was reconstituted, details of concomitant medications, details of suspect drug administration (indication, total volume injected, location of sculptra injection(s), therapy dates, etc.), action taken with suspect drug, and final outcome, a complete eval of this case cannot be made.